Event description:
It was reported that balloon slow deflation occurred. A 10mm x 3.25mm wolverine coronary cutting balloon monorail was selected for percutaneous coronary intervention. During procedure, it was noted that balloon deflate slower than usual. The device was removed normally. The procedure was completed with this device. There were no patient complications.

Manufacturer narrative:
B3 date of event: the event date was was asked but not available as per account/customer. The first date of the month of the aware date was entered as an estimate.